Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they needed assistance programing the pump. The customer's blood glucose level had dropped to 39mg/dl due to not eating. The customer bloused and raised it to 151mg/dl. The customer declined to troubleshoot for lows. The customer was assisted with programing the pump.